Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed redness underneath the left front therapy electrode pad. The patient, being a doctor himself, treated the area with medication and later with a burn mesh and bandage. Follow-up indicated that the irritation had healed.